Manufacturer narrative:
Initial.

Event description:
It was reported that the user received ¿urgent low soon¿ and ¿low glucose¿ alerts while the pump displayed 74 mg/dl and a fingerstick showed 81 mg/dl, with a subsequent fingerstick confirming 77 mg/dl; the user was advised to take fast-acting carbohydrate and was guided to manually enter the blood glucose to calibrate the sensor, after which glucose trended upward. Symptoms included hypoglycemia alerts with low glucose readings. Outcomes included user self-treatment with carbohydrate and recovery without medical intervention. Customer care agent provided troubleshooting and education on sensor calibration and glucose confirmation with fingerstick. Investigation of this case revealed expected device alarms in response to low glucose and sensor-to-fingerstick variance, with functionality restored through user calibration and confirmation testing. It was concluded, based on previously established findings for similar reports, that the cause was user education needed regarding calibration and management of low glucose with appropriate confirmation and carbohydrate intake.